Manufacturer narrative:
The neoblue user manual, provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The intensity of the light was factory calibrated to deliver 35 [?]w/cm2/nm at the high setting and 15 [?]w/cm2/nm at the low setting at a distance of 12'' from the baby. Tech support verified the problem. Natus factory service repaired and replaced pcba pn # 040929, resolved device issue.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3 led light had all amber leds illuminating sporadically. There was no report of harm, death or serious injury. No report of medical intervention. No environmental or safety concerns.